Event description:
It was reported that the patient is experiencing infection and abscess, she has an open spot about 6 cm in diameter that won't heal. She is also experiencing pain into her colon.

Manufacturer narrative:
There has been no product return for evaltuaion. Therefore, no conclusion can be drawn.